Manufacturer narrative:
H.6. Investigation summary: bd received a used 20 gauge insyte autoguard unit from lot 8201646 and 8 photos for evaluation. A review of the device history record was performed for the reported lot and no related quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle was partially retracted and the white button was depressed. The spring appeared to still be bound. The unit was reassembled into the out position and the white button was depressed again. The needle successfully retracted. However, based off the initial inspection of the device the engineer was able to verify the reported defect. The provided photos also supported this finding. This was determined to have been a manufacturing defect and the facility has been notified of this incident and the findings.

Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard experienced a needle that would not retract. The following information was provided by the initial reporter: after catheter placement, the needle didn't retract even pressed the button.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 20 g x 1.16 in (1.1 x 30 mm) insyte autoguard experienced a needle that would not retract. The following information was provided by the initial reporter: after catheter placement, the needle didn't retract even pressed the button.